Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the her son¿s insulin pump was damaged. The customer¿s blood glucose was 300 mg/dl. The customer stated that the piece broke off from the top of reservoir compartment. The customer stated that the insulin pump being damaged and thy just got the safety notice and they was super gluing the insulin pump back together. The troubleshooting was performed for the damage and found that the reservoir was locking in place. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and p-cap or reservoir locked properly in place. Device received with serial number label damaged or faded.